Manufacturer narrative:
(B)(4). The patient had a partial mesh excision and modified colporrhaphy on (B)(6) 2007 due to erosion, pain, bleeding, dysuria, and dyspareunia. Additional mesh was removed due to erosion on (B)(6) 2010 and (B)(6) 2011. (B)(4) dyspareunia, dysuria.

Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2007 and pelvic floor repair mesh and an ams pelvic mesh product were implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent a total vaginal hysterectomy during mesh implant. The patient had vaginal excision of eroded mesh from anterior prolift, cystocele repair on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.